Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that trial patient was in lots of pain the day prior to the report. More information was received on 2018-dec-29 with trial patient reporting that they had a kidney infection. Trial patient redirected to their healthcare professional. No further complications were reported or anticipated.